Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was vibrated and it was dead and keypad unresponsive. The customer¿s blood glucose was 76 mg/dl at the time of incident. Customer reported that when they opened up the battery compartment water spilled out and they did not see any cracked on the insulin pump or anything. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error 24 alarm screen loop during testing due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 24 alarm loop. Keypad unresponsive/button error alarm unknown. Blank display not confirmed.